Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet screen displayed lines and was confirmed cracked via user-provided photo while glucose readings continued to transmit to the app; the issue involved the touchscreen and aligned with a device fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.